Event description:
During a laparoscopic tubal procedure, the forceps stuck to the fallopian tube and would not come off. Surgeon could not remove forceps without causing bleeding at the site. The procedure required another trocar to be used with a non-disposable kleppinger device to control the bleeding. No pt harm was reported. A valley lab generator was used in the case with unknown settings.

Manufacturer narrative:
The device was rec'd covered in coagulate and tissue. Activation of device in this condition recreated the incident. The jaws were then cleaned per the IFU (instructions for use) and the device was activated again. The device activated to the correct generator default setting and coagulate to MFR specifications with no problems noted. Note, as stated in the warnings and cautions for this device: "this device is not intended to effected female sterilization."